Manufacturer narrative:
Product analysis summary: the device returned with a crack evident to the front face of the luer. The balloon folds had been expanded and crystallised contrast was visible in the balloon and inflation lumen. The device failed negative prep. Upon pressurisation of the device, liquid was observed exiting the cracked luer, therefore the device failed to maintain pressure. Deformation was evident to the distal tip. No other damage was evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A sprinter legend rx ptca balloon catheter was used during a procedure. The sprinter legend was inspected with no issues noted. Negative prep was performed with no issues. The lesion was not pre-dilated. The sprinter legend did not pass through a previously deployed stent. Resistance was not encountered. Excessive force was not used during delivery. It was reported that the luer of the sprinter legend cracked during balloon inflation. The patient was reported to be alive with no injury.

Manufacturer narrative:
Additional information: the luer of the sprinter legend was connected directly to the non-medtronic inflation device during negative prep. No adapter was us ed. There were no difficulties noted when attaching the luer of the sprinter legend to the non-medtronic inflation device. It was stated that the crack occurred at 12 atm on the first inflation and fluoro contrast leaked onto physician. No harm reported to physician. If information is provided in the future, a supplemental report will be issued.